Event description:
It was reported that the bd phaseal optima connector (c35-o) experienced leakage. The following information was provided by the initial reporter: spill of farmorubicin during syringe-to-syringe transfer. Regarding the leak, I asked the operator who set up the therapy if it was screwed correctly, we are monitoring this type of connection to exclude an error on our side.

Manufacturer narrative:
H6: investigation summary: one photo displaying two optima connectors lured to a mating device and connected to an optima injector was provided to our quality team for investigation. Through visual inspection, a leakage between the luer connection of the connector and mating device can be observed. A device history review was performed for lot 2010503, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process, including leakage testing and verification all critical dimensions are within specifications. Testing was reviewed for connector lot 2010503, all results were found to be within required limits. Five retained samples of the same lot were used for additional evaluation. The product was visually inspected and no damage was observed on the product and all luer dimensions were verified to be within the required specifications. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal optima connector (c35-o) experienced leakage. The following information was provided by the initial reporter: spill of farmorubicin during syringe-to-syringe transfer. Regarding the leak, I asked the operator who set up the therapy if it was screwed correctly, we are monitoring this type of connection to exclude an error on our side.